Event description:
This test strips have not been returned to lifescan for product analysis. Lot # 2531700 of the retain test strips were tested and they failed due to a strip cut issue and chipped enzyme. If any additional info is available at this time, co considers this matter closed.